Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the potential adverse events (united states) section.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that during impella cp support, the 68-year-old male patient had developed an ischemic leg. The leg was cold and showed livedo reticularis. A trial wean was performed and was positive. The impella was therefore explanted. The patient was noted to be stable following impella removal, and a small dose of norepinephrine was kept running.